Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had two issues this week with defective foley catheters. The first one had a small leak. The second one had a balloon that broke. Per follow up made on 12mar2021, initially it was reported that the balloon burst on the second patient, but when tested it was noted that the balloon was intact and the leak was inside the balloon and no pieces were missing. The second one was inflated to 80 ml with saline water. Per additional information via email on 17mar2021, customer mentioned that they had one more balloon burst.

Event description:
It was reported that the customer had two issues this week with defective foley catheters. The first one had a small leak. The second one had a balloon that broke. Per follow up made on (B)(6) 2021, initially it was reported that the balloon burst on the second patient, but when tested it was noted that the balloon was intact and the leak was inside the balloon and no pieces were missing. The second one was inflated to 80 ml with saline water. Per additional information via email on 17mar2021, customer mentioned that they had one more balloon burst.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. An amber 2 way foley catheter was returned opened without original packaging. The catheter balloon was attempted to be inflated with 80 ccs of di water using a luer lock syringe. Water began to spray from the drainage eye during inflation. Lumen to lumen leakage is the cause of the reported event. The product does not meet specification, as it would fail functional leak testing. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.